Manufacturer narrative:
Scope has been evaluation broken deflection wire in handle housing; deflection; 0° up/285° down. This event is filed under internal complaint ID (B)(4).

Event description:
The following was reported: the deflection mechanism broke during the procedure no negative impact in state of health reported.

Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device will not be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID_(B)(4).